Event description:
A talent taa stent graft system was implanted in the patient for the endovascular treatment of a 180 cm dissection in the descending thoracic aorta due to chronic aneurysmal degeneration. The patient has a history of thoracic aortic aneurysm. It was reported that the a recent CT scan revealed that the talent stent graft had proximal type I endoleak and a distal type I endoleak. Per the physician, the cause of the event was due to disease progression. No clinical sequelae were reported and the patient will be monitored by their physician.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported proximal and distal type I endoleak could not be determined from the single returned 3d-CT image provided. The anatomy at implant is unknown, and earlier post-implant films were not available for review. The films confirmed that a single talent thoracic stent graft had been implanted in the patient. No scale was visible; therefore no measurements could be obtained. The device was positioned across the aortic arch. Possible contrast was seen outside the proximal and inner curvature of the stent graft, however, the reported distal type I endoleak could not be confirmed as contrast was not seen within or outside the distal portion of the device. No other obvious stent graft issues could be seen from the films provided. It is possible that endoleaks were caused by disease progression. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.